Event description:
The customer received questionable hemoglobin a1c result for four patient samples that were discovered when a doctor questioned the initial results. The customer recalibrated the assay and repeated the samples. Sample 1 original result was 8.2%, repeat result was 6.1%. Sample 2 original result was 8.7%, repeat result was 6.3%. Sample 3 original result was 7.5%, repeat result was 5.9%. Sample 4 original result was 8.2%, repeat result was 6.1%. The repeat results were considered to be correct and corrected reports were issued. The customers stated to her knowledge, none of the patients were treated based on the erroneous results. On (B)(6) 2012, the customer stated she received a call from a doctor questioning the result for a (B)(6) patient who was admitted to the hospital. The sample was repeated. The original result was 7.7%, repeat result was 5.5%. The customer was not able to provide any further information for this patient. The customer then pulled all samples that were tested for hemoglobin a1c on (B)(6) 2012 and retested them. Of the data provided for approximately 230 patient samples, only the results from 128 patient samples were discrepant. The initial results had been reported for these patient samples. No adverse events were reported for these patient samples. The hemoglobin a1c reagent lot number was 65072001 with an expiration date of 04/30/2013. The field service representative determined there was a fluidics failure. He performed adjustments and realignments. To verify the analyzer operation, the customer ran calibration and qc with results within the ranges.

Manufacturer narrative:
The investigation determined the issue was resolved by the field service representative. Additional information was received concerning his service visit which stated he had found small pieces of plastic from the fitting of the probe that had flaked off and become lodged in the flow path of the probe where the probe was connected and partially obstructed the flow. The sample probe was then replaced.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results code (other)- the field service representative determined there was a fluidics failure.